Event description:
Boston scientific crm received information that this right ventricular (rv) lead had increased pacing threshold measurements and loss of capture (loc) with symptomatic bradycardia observed. The device outputs were increased to compensate for the increased threshold measurements. To date, no adverse patient effects were reported. Additional information was received two years later that the rv lead will be replaced due to the high threshold measurements. This lead has not been returned. No adverse patient effects were reported.

Manufacturer narrative:
The patient was checked again one week later, and threshold measurements were 3.1v @ 1 ms. The device outputs were adjusted appropriately. The physician elected to leave this lead in service and the patient will be checked again in one month. Boston scientific crm can not confirm the clinical observation. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Additional information was received from the patient 15 months after lead replacement that the lead had initially dislodged while she was throwing rocks doing landscaping.

Manufacturer narrative:
This lead had been replaced 15 months ago during a routine device replacement procedure and the new lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.